Event description:
On 11/02/1998, the facility's or supervisor informed the MFR's rep that they encountered a problem with one of the MFR's products. It appears that the device had cracls/slits and as a result, was explanted; however, she did not have all the info at hand and requested a blank product complant report (pcr) be faxed to facility for completion. On 11/06/1998. The MFR rec'd the pcr form, the pt's history and medwatch report # 17c0001024-1998-0002 which states the following: the device was leaking, no tenderness, no erythema, no edema. No further details were provided.